Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was failing pre-use check and that internal leakage, safety valve and pressure transducer tests failed. Our field service engineer found that the wires to the expiratory valve connector had been pinched and was short circuit when the front cover was reinstalled on the unit. The expiratory valve coil was replaced. After passed functional tests the unit was approved for clinical use and returned to the customer. The customer wanted to keep the replaced expiratory valve. A picture showing the pinched cables was received and the evaluation of received device logs confirms the reported test failures. A damaged expiratory valve cable may result in a malfunctioning expiratory valve due to electrical short circuit and, by extension, to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion is that the reported pre-use check failures were caused by a damaged and short circuit expiratory valve coil cable.